Event description:
A patient with a history of chronic obstructive pulmonary disease (copd) was having a biopsy performed on a large target in the left upper lobe of the lung. After the procedure, the patient was scanned and a pneumothorax was noted. A chest tube was placed and the patient was sent home on (B)(6) 2021. The patient returned the next day to have the chest tube removed. The patient recovered and was discharged. The biopsy samples indicate the patient had adenocarcinoma. The doctor used ins-5410, flex needle, and ins-5300, triple needle brush, to take the biopsy sample. One medwatch report was previously submitted for this event on medwatch 3007222345-2021-00016 for the ins-5410 always-on tip tracked 22ga anso flexible needle, 15mm l, 1.8mm od. On further review, it was later determined that a separate medwatch report should have been submitted for the ins-5300 always-on tip tracked triple needle brush, 12mm l, 1.8mm od. This medwatch report is being submitted for the ins-5300.

Manufacturer narrative:
The subject device was not returned for evaluation and the lot information was not provided. There was no allegation of device malfunction of any veran device. A root cause could not be determined. A pneumothorax is a known risk of the device and the procedure. This report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.